Manufacturer narrative:
Corrected information provided in b.1., b.2., h.6. And additional information provided in d.9., h.3. And h.11. The manufacturer internal reference number is: (B)(4).

Event description:
As a result of further review of the file, reporting air was generated from the tip of the vitrectomy probe when switching from cut off to cut on during posterior vitreous detachment creation reducing the visibility during surgery along with continuous vitreous aspiration is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury. The event is only related to air generated from the probe tip with continuous aspiration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that air was generated from the tip of the vitrectomy probe when switching from cut off to cut on during posterior vitreous detachment creation reducing the visibility during surgery along with continuous vitreous aspiration. The surgery was completed without product replacement. The procedure type was unknown. There was no patient harm.